Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced while running a loaded test set. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the downstream sensor out of specification. The downstream tubing guide was adjusted to correct this condition. A service history review found the device has been serviced within the last twelve (12) months for a similar issue. The assignable cause was determined to be a downstream thermistor failure and the downstream sensor was replaced. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.